Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was filled for the first time, over a month after implant. The drug used was morphine and the dosage was set at 0.5mg/day. Later on the evening of the filling, it was found that the patient had vomited, seemed disoriented, and was less coherent, so her family called 911. After the first responder arrived, the patient vomited again and stopped breathing. It was felt that this was related to the morphine, so narcan was administered. The patient momentarily regained the ability to breathe on her own, but lost the ability during transportation to the emergency room. The emergency room doctor put the patient on a respirator and, the next day, the pump was turned off. It was found that the pain doctor "did not follow any of the warnings for an elderly morphine naive patient", as she "should have been in a facility equipped for possible adverse reaction of respiratory arrest." The patient had suffered brain damage due to the respiratory arrest. The patient died from coronary failure after the respirator was turned off and the patient stopped breathing on her own.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).